Event description:
The patient was revised because the tabs broke of the liner. The patient had fallen and noticed problems after that.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Device and records evaluation did not identify or verify product error with regard to the reported event. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, testing is ongoing to further investigate possible causes of disassociation and to determine if future action is appropriate.